Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and was unable to duplicate the alleged malfunction. The cse performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that while in use on a patient a 980 ventilator generated a device alert and the patient was removed from the ventilator. The patient was manually ventilated via an ambu bag and was then placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.